Manufacturer narrative:
The customer declined the option to have their glidescope core 15-inch monitor returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the root cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the monitor had a blue tint which caused the doctor to be unable to see the blue cuff on the double lumen endotracheal tube. An undisclosed delay in the procedure occurred as a competitor's product was obtained to complete the procedure. No harm to the patient or user was reported.